Event description:
Patient was having symptoms of low bg (exact symptoms unknown) back in september. Patient does not recall the date. They tried to test their blood sugar on their meter and meter would not give a blood glucose reading. They claim meter still showed the icon, even though blood was on the test strip. Patient then tested on their back up ultra meter and obtained a high blood glucose reading (does not recall reading). Patient went to the hospital where their blood sugar was high. Patient claims they do not recall the reading in the hospital, but they were treated with insulin and then released. Customer service was unable to resolve the issue and sent patient a new meter.